Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead passed introducer and guidewire test. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited difficulty reaching the target position and after repeated attempted, the guidewire could not be inserted into the lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.